Event description:
It was reported that the pt's pump was originally implanted in the pt's right buttock and the pump had eroded through the skin. It was planned to revise the pump and move it from the buttock area to her abdomen. During the pt's surgery, the physician had decided to replace the entire device system because of questionable sterility of the system. The physician had taken a culture from the original pump incision site (the right buttock). The new pump was re-implanted into the pt's right abdomen. It was noted that when the physician had disconnected the catheter from the pump, there was no retrograde flow of csf from the catheter. It was thought that the pt may not have been receiving any medication. It was stated that the catheter would not freely come out of the intrathecal space. The tip of the catheter remained in the pt's intrathecal space; therefore it was not possible to evaluate the catheter to determine why there was no retrograde csf flow. After the pt's surgery, the medication was restarted at a lower infusion rate. The medications being delivered via the device system were clonidine, fentanyl, dilaudid and bupivicaine.